Manufacturer narrative:
The navio tka femur distal cut guide medium, rob00006 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. While all products meet required manufacturing specifications prior to release, a serial number is required to complete a manufacturing DHR review. A complaint history review for similar reported/confirmed complaints has identified no prior events. Although the reported problem was not confirmed, a contributing factor may be a broken part. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the femur cutting stage of a navio tka procedure, it was found that the femur distal cut guide was damaged, its screw was broken. It was broken when placing on the patient's bone, however, all the broken pieces fell on the operating table. They continued with the another femur tka cut guide from another tray without delay. No other complications were reported.